Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as the returned product was not a zimmer biomet device. The device was competitor product the initial reports should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the returned product was not a zimmer biomet device. The device was competitor product the initial reports should be voided.

Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent knee revision due to an unknown reason. Attempts have been made and all additional information received has been included in this report.